Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. After the customer ate something, the blood glucose reading was 384 mg/dl, which was treated with a syringe. No significant events leading to the alarm were observed other than the customer playing at a birthday party. Advised replacement of the insulin pump. Nothing further reported.